Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a damaged top case towards the front corners, a cracked right plunger case and battery door, and a missing battery. The tamper seal was broken. Review of the event history log (ehl) showed multiple primary audible alarms post. The device was powered on and an occlusion test was performed and the reported issue was not duplicated. The pump was functionally tested and no evidence of a hardware issue that could contribute to the reported primary audible alarm. As a result, preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.b3 unknown, d3, g1, and g2 email is: regulatory.responses@icumed.com

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited primary audible alarm, and damaged top housing, top plunger head. No adverse patient effects were reported by the customer.